Event description:
Ous MDR - after an implantation time of about 3 months vf was detected via home monitoring. A lead defect is suspected. Revision was successful. Subclavian crush was suspected. No worsening of the patient's health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis of the lead, the lead properties were thoroughly analyzed. It was noted that the insulation of the lead body was massively damaged by squashing about 34 cm distal of the is-1 connector pin. Damage to the coating of the rope conductors to the rv shock electrode and the ring electrode could also be seen at just that site. A short-circuit could be measured between the rope conductors to the rv shock electrode and the inner conductor helix. The observed damage manifestation requires an excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress on the lead due to the subclavian crush syndrome, as was also suspected in the clinical complaint. There were no indications of material defects or manufacturing errors.